Manufacturer narrative:
(B)(4).

Event description:
The consumer reported on 2015-11-09 that there was a loss of therapy. He had not been getting symptom relief for a couple months but later clarified it had been happening since (B)(6) 2015. The patient could not get relief no matter what settings he put it on. The patient did not have a health care professional and wanted to speak to a manufacturers' representative. Additional information noted that the patient was working with the (B)(6) with his stimulator. Additional information received from the consumer on 2015-12-21 reported that the (B)(6) was managing their progress. It just stopped being effective. This happened before and the health care professional (hcp) moved the leads from the left side to the right side. They had frequency, urgency, and leaking. The patient met with the manufacturer representative (rep) and he changed their settings to four new settings. They had tried three of the settings for 10 days each and still had no therapeutic effect. The loss of therapeutic effect issue had not been resolved. They would try the 4th setting and see if that helped. The patient was back on 10mg of oxybutynin. When the device was working, they did not need the medication. Even with the medication now, they were experiencing frequency, urgency, and leaking. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor.